Event description:
It was reported that following a trial procedure the patient experienced severe pain on the left shoulder. The physician ultimately pulled the lead out completely directly, but rather as a result of a narrowed cervical canal.